Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
The internal audit indicates that the MDR report number was created on 4/28/2019. A us distributor contacted zoll to report that a patient had developed an open irritation under the lifevest. The irritation was red and bleeding. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.